Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a crack in the guidewire exit port occurred. The target lesion was located in the coronary artery. An opticross¿ imaging catheter was selected for use. Prior to stent placement, the opticross¿ was used for pre-intravascular ultrasound. However, upon insertion, it was noticed that the opticross¿ encountered difficulty advancing into the target lesion. When the device was removed from the patient's body, a circumferential crack in the guidewire exit port was noted which was almost detached. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was stable.